Event description:
A home patient (hp) contacted global technical service (gts) regarding a system error 2240 that occurred on the homechoice (hc) during dwell 3 of 4. The technical service representative (tsr) recycled power to clear and explained alarms. The hp will discard supplies and call the nurse regarding the alarm and being connected. The hp had an open clamp on an unused supply line. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. All bags were properly connected. There was nothing unusual noted about the supplies. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. Proper procedures per the user manual were reviewed with the reporter. The hp would complete therapy with new supplies. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - open clamp. This issue is being investigated through CAPA. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.